Event description:
A malfunction alarm with the code malf 9 was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur after resetting. The customer was instructed to continue using the pump and to call back if any malfunction code occurs again.